Event description:
This rv lead was implanted last (B)(6) 2016 and still remains implanted at this time. During the re-intervention the fluoroscopy image showed that the ventricular lead came loose, therefore the cardiologist decided to reposition this ventricular lead. The physician was dr. (B)(6) at (B)(6) hospital in france. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).